Manufacturer narrative:
H3. Product analysis: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box, within a plastic pouch, within an opened pipeline flex outer carton (b124053), and within an opened pipeline flex inner pouch (b124053). The pipeline flex pusher was returned bent, twisted, and wrapped on itself creating several bends and kinks along the pusher. The pusher distal hypotube was found stretched. The pusher distal core wire was found broken proximal to the ptfe sleeves/tip coil. The phenom 27 catheter was examined. The phenom 27 catheter was returned separated into two segments at ~8.3cm from the proximal end of hub; ~150.5cm from the distal tip. The phenom 27 catheter hub and distal tip appears to be in good condition. An in-house 0.026¿ mandrel was inserted through the phenom 27 catheter segments; the pipeline flex braid was removed from within the catheter proximal segment; no pipeline flex segments were removed from within the catheter distal segment. The pipeline flex braid distal end was damaged during removal from within the phenom 27 catheter. The pipeline flex braid proximal end was found damaged (frayed). The pipeline flex pusher distal core wire was sent out for sem (scanning electron micrographic) failure analysis. Per the analysis report, the wire failed via torsional overload. Based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. It is likely the damage found with the pipeline flex braid, or the patient¿s ¿moderate¿ vessel tortuosity contributed to the event. Regarding the broken pipeline flex pusher distal core wire, the investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. Based on the formal investigation, pusher separation can occur due to certain use conditions such as excessive force and patient vessel tortuosity. The patient¿s vessel tortuosity was ¿moderate¿. However, as the core wire failed via torsional overload it is likely some excessive force was used. Regarding the separation of the phenom 27 catheter as this was not reported by the customer the cause of the catheter separation could not be determined. A separate report will be submitted for the phenom 27 microcatheter separation that was not reported but was observed during analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline failed to open distal. The patient was being treated for a unruptured amorphous aneurysm. The max diameter is 11mm and the neck diameter is 8mm. Vessel tortuosity was moderate.  It was reported that devices were prepared as according to the instructions for use (IFU). The pipeline was not positioned in a bend and was not stuck in the capture coil. The pipeline ws resheathed less than or equal to 2 times. The pipeline was removed from the patient and the pipeline was resheathed and removed with the microcatheter. The angiographic result post procedure was very good.  No symptoms were reported.  Ancillary devices: guide catheter navien 072/115cm, microcatheter phenom 27, guidewire avigo, coils axium fc, echelon 10 45.